Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) clinical study. It was reported that in stent restenosis occurred. The subject was enrolled in the eminent study on (B)(6) 2019 and the index procedure was performed on the same day. Target lesion was located in right mid to distal superficial femoral artery (sfa) with 85% stenosis and was 95 mm long with a proximal reference vessel diameter of 5.5 mm and distal reference vessel diameter of 5.0 mm and was classified as tasc ii b lesion. Target lesion was treated by placement of 6 mm x 60 mm, 130cm and 6 mm x 40 mm, 130cm eluvia drug-eluting vascular stent system study stents. Following post dilation, final residual stenosis was 0%. On (B)(6) 2019, the subject was discharged. On (B)(6) 2021, the subject was diagnosed with in-stent restenosis. Medication was given as a treatment for this event and no other action was taken. At the time of reporting, the event was not recovered/not resolved.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) clinical study. It was reported that in stent restenosis occurred. The subject was enrolled in the (B)(6) study on (B)(6) 2019 and the index procedure was performed on the same day. Target lesion was located in right mid to distal superficial femoral artery (sfa) with 85% stenosis and was 95 mm long with a proximal reference vessel diameter of 5.5 mm and distal reference vessel diameter of 5.0 mm and was classified as tasc ii b lesion. Target lesion was treated by placement of 6 mm x 60 mm, 130cm and 6 mm x 40 mm, 130cm eluvia drug-eluting vascular stent system study stents. Following post dilation, final residual stenosis was 0%. On (B)(6) 2019, the subject was discharged. On (B)(6) 2021, the subject was diagnosed with in-stent restenosis. Medication was given as a treatment for this event and no other action was taken. At the time of reporting, the event was not recovered/not resolved.